Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery alarm. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.08.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery alarm was confirmed by baxter personnel. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to use/user error.